Event description:
It was reported that the patients ipg was not taking a charge and was unable to connect to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.